Event description:
During an arthroscopic surgical procedure, the physician was reportedly using a firstpass suture passer, needle and suture capture. It was reported the suture capture was not working and was, therefore, replaced during the procedure. Attempts to obtain additional information regarding the event were unsuccessful. No patient complications were reported as a result of this event.